Event description:
Cyberonics distributor in another country, received an initial report from a treating physician that their dell handheld computer displayed "error sql" after the 7.1 upgrade. The 7.1 programming software is at cyberonics pending completion of product analysis.

Manufacturer narrative:
Device malfunction occurred but did not cause or contribute to a death or serious injury.